Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 573 mg/dl and insulin injection was administered to address bg. Customer declined to provide further information and declined follow up from tandem technical support.